Event description:
The physicians were coiling a basilar tip aneurysm, using balloon assistance. After successfully deploying a couple of microsphere microcoils, the physician switched to deltapaq coils to fill the aneurysm. The coil deployed successfully inside the aneurysm, but would not detach, despite numerous attempts (the nurse pressed the detach button several times). The physician eventually torqued the pusher-wire slightly and was able to detach the coil inside the aneurysm. The connecting cable was switched out and the coiling proceeded using additional deltapaq coils, with no further incidents or detachment issues. It has been requested that the worksheet be completed and the devices returned. An update will be provided once a response is received.

Manufacturer narrative:
During a balloon assisted basilar tip aneurysm coil embolization after successful deployment of a couple of micrusphere microcoils, the 10 mm x 25 cm deltapaq platinum microcoil ((B)(4)) would not detach despite numerous attempts with pressing the detachment button several times. The fault light was seen on the enpower detachment control box ((B)(4)). The pusher wire was eventually torqued slightly and the coil was able to be detached inside of the aneurysm. There was no patient injury. The enpower connecting cable (lot f4134) and dcb were switched out to a black dcb and the coiling proceeded using additional deltapaq coils, with no further incidents or detachment issues. An excelsior sl-10 microcatheter was used and an adequate continuous flush was maintained. The pre-deployment test was performed. The returned device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted pooling around and above the resistive heating coil's socket ring. The most likely root cause of the coils initial non-detachment followed by an intentional mechanical detachment (rotational torque) was due to the melting detachment fiber adhering to either the coil's suture or socket ring. The coil was then detached through intentional mechanical means. A possible contributing factor to the detachment fibers incomplete melting may have been from the detachment fibers loss of tension during the coils advancement through the microcatheter or from repositioning. In addition, without the return of the microcatheter and the coil, which was ultimately implanted, it cannot be determined if these components contributed to the complaint event. The dcb was not returned for analysis and there was no discrepancy with functional testing of the returned connecting cable. A valid lot number is not available for this device; therefore, a device history record review cannot be completed. Based on the available information and the analysis of the returned device a definitive conclusion cannot be made regarding the reported inability to detach the coil by pressing the button. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices used: unknown microcatheter, unknown connecting cable, unknown detachment control box. Note: at this time, there is no information if the device will be returned for evaluation. As soon as information is received, a follow up report will be submitted.